Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. The "visible air/bubbles" allegation was not confirmed. Device history record (DHR) review: the DHR for cl14673 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was completed and confirmed that the event of visible air/bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Label review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. The device was not returned for analysis; therefore, the reported event was unable to be confirmed. Product record review revealed no additional information related to the complaint. The conclusion code "cause not established" was selected as the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During the procedure, when the versa cross connect dilator was inserted into the faradrive sheath, the dilator did not fit properly and resistance was felt. Hemostatic valve of the sheath was damage as hole in the hemostatic valve was loosen, causing significant air ingress and the tip of the dilator become distorted and the curvature loosened. Both the sheath and the dilator were replaced, however, the issues were different. The hole in the hemostatic valve of the sheath became loose, causing significant air ingress. Additionally, the curve at the tip of the dilator became distorted, and the curvature loosened when the verscross connect was inserted into the sheath. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as it was disposed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During the procedure, when the versa cross connect dilator was inserted into the faradrive sheath, the dilator did not fit properly and resistance was felt. Hemostatic valve of the sheath was damage as hole in the hemostatic valve was loosen, causing significant air ingress and the tip of the dilator become distorted and the curvature loosened. Both the sheath and the dilator were replaced, however, the issues were different. The hole in the hemostatic valve of the sheath became loose, causing significant air ingress. Additionally, the curve at the tip of the dilator became distorted, and the curvature loosened when the verscross connect was inserted into the sheath. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.